Event description:
It is reported that the patient underwent additional procedure to flush and drain surgical site.

Manufacturer narrative:
Information was received from a maude event report (B)(4): evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. The exact cause of the infection cannot be determined. Evaluation: review of the device history records for the lot numbers available did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.